Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility bbm sales organization in netherlands: "chemo leakage."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # 400599154. Root cause analysis: sample/s evaluation: as there is no sample received, further investigation is not possible. The investigation is only done based on customer complaint description and picture provided. The batch number was 22m10ged31, DHR was reviewed, and no abnormality was observed during in process and at final control inspection. Based on the picture provided, the sample was detecting leaking at below bbc. Reviewing historical data, leakage below the bbc potentially due to leakage at triangle tube to step down tube connection. Summary of root cause analysis: as there is no sample received, the investigation is only done by picture provided. The complaint sample was detected leaking at below the bbc. Thus, we considered this complaint as confirmed. To avoid recurrence of this fault, corrective measure already has been initiated.